Event description:
As reported by our affiliates in italy, it was a case with a 29mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted into the patient without difficulty and no resistance was felt advancing the delivery system through the esheath. Following valve deployment and removal of the commander delivery system without issues, the esheath was removed from the patient. Upon visual inspection post-removal, multiple perforations were observed along the esheath. To confirm the event, heparinized saline was injected through the sheath, which revealed evident leakage at the perforation sites. The procedure was completed successfully with no adverse impact on the patient. No blood transfusion was needed. As per medical opinion, the perceived root cause of this event was the distance between the skin and the femoral artery, which may have resulted in an unfavorable insertion angle that led to the sheath perforation as the valve passed through the sheath. As per evaluation of the videos provided, a torn sheath liner and sheath shaft puncture were observed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6: type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The provided imagery was examined and revealed the following: leakage was noted through the liner torn near the strain relief. Leakage was noted through the strain relief near the hub. The presence of calcification at the right iliac artery. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for torn sheath liner was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as calcification was present in the patient's right access vessel. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. The complaint for sheath puncture was confirmed based on the evaluation of the provided imagery. However, without the returned device, no manufacturing nonconformance was able to be identified. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. In this case, the imagery provided indicated a leakage through the strain relief near the hub, being a potential indicator that a sheath shaft puncture occurred. Additionally, provided information indicated a steep insertion angle used due to the distance between the skin and femoral artery, which can result in a non-coaxial alignment between the delivery system with crimped valve and sheath. Device manipulation coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve. As such, available information suggests that procedural factors (steep insertion angle, device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.